Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 had failed constantly. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 had failed. The field service engineer (fse) found that drawer 3.1 had a row that failed to detect on the bus, and drawer 3.2 had a cubie that would not release. The fse shut down the station and reseated the pyxibus cable. Additionally, the fse reseated the sensors, retractor band, row board cable, and solenoid assembly in drawers 3.1 and 3.2 to restore functionality. Finally, the fse rebooted the station and tested the drawers using the hardware test application. The system functioned as intended after the field service engineer repaired the device.